Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on black screen. A field service engineer (fse) found the cable from man cabinet to smart remote manager did not have a service loop and cable was on the floor. Further the fse replaced cable, and station was able to power back on. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station screen was black, user tried turning it off and back on, and replugged the power cord, but there was no response. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.